Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the field was having difficulty establishing telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD). Review of device data shows a benign reset was the cause of this issue. The field was eventually able to establish telemetry with the s-ICD and it remains implanted and in service. No adverse patient effects were reported.